Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer¿s current blood glucose level was 115mg/dl. The customer treated with food for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. Device received with cracked reservoir tube window and cracked case reservoir tube display window corner.